Manufacturer narrative:
Based on the claim against the product by the customer noting cautery issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a dislodged conductor wire at the distal end and damaged conductor wire insulation. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed the electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument wire was exposed but there were no signs of thermal damage observed and no missing material. The complaint regarding the cautery issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is reportable malfunction event due to the following conclusion: failure analysis found that the instrument had conductor wire insulation damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the fenestrated bipolar forceps instrument did not cauterize. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the surgical procedure. The fenestrated bipolar forceps instrument was inspected prior to use and had no damage found. The customer did not check any cord to ensure it was placed on equipment properly, and that when the instrument was replaced with another fenestrated bipolar forceps instrument everything worked. There were no signs of thermal damage at site of insulation. The customer did not believe the instrument collided with another instrument during the procedure. No fragment fell into the patient, and the procedure was completed with a backup instrument.